Event description:
New information received notes that the patient presented in clinic initially for follow-up. Then, it was noted that the implantable cardioverter defibrillator exhibited bluetooth telemetry loss. No intervention was performed. There were no patient consequences reported.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the device could not be interrogated. No further information was provided.

Event description:
New information received notes that the patient was at the hospital and the pairing was resolved eventually. The cause of telemetry loss was due to an external interference from a machine in patient's room. No patient consequences were reported.